Event description:
It was reported that balloon rupture occurred. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with no patient complications reported.